Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient was charging 3 times a day and it was taking more than an hour to charge. No environmental/external/patient factors were identified that may have led or contributed to the issue (ex. Falls, emi, patient compliance). No troubleshooting was performed at the time of the report. The rep was going to meet with patient on (B)(6) 2018 to troubleshoot. The hcp had no further information. Patient's weight was asked but unknown. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the programming being used was causing the battery to drain fast. A new program was found that did not drain the battery as fast and gave the patient relief. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
Event date (B)(6)2017 no longer applies. New information indicated event date (B)(6)2017 month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient had to charge their ins 3 times a day and it took over an hour to charge. The patient stated they turned the ins off during charging, but it would still take a long time. It was confirmed that the patient charged 2 times a day of .5 a day energy level. The recharging took longer than expected. It was again noted that the patient was recharging for 1-2 hours twice a day. The programming settings (hd) were adjusted. It was reviewed that patient had excellent coupling and the longest the patient recharged was over an hour. It was communicated that the last 10% after 90% charged took longer and could take up to 30 minutes. The issue was resolved. No further complications were reported or anticipated.